Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyper/hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to less than 40 mg/dl (urgent low). It was also reported that the controller and sensor had conflicting information as the sensor was showing blood glucose readings of 600mg/dl. The patient was treated with insulin injections. The patient is still in the hospital at the time of the report.